Event description:
Related manufacturer reference number 1627487-2022-04009. Related manufacturer reference number 1627487-2022-03622. It was reported that the patient experienced ineffective therapy and could not set the ipg into MRI mode. System diagnostics recorded low impedances. As a result, surgical intervention was undertaken on (B)(6) 2022, wherein the ipg was replaced and a new lead added. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.